Event description:
It was reported that a spectrum pump underinfused during heparin therapy through a peripheral IV at 13 units/kg/hr. This occurred in the patient room. Heparin was left in the bag when it should have been almost empty. The pump and tubing were changed out to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.